Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer's blood glucose (bg) level was 600 mg/dl. The customer administered a manual injection to address bg level. The customer reverted to an alternate method of insulin therapy.